Event description:
It was reported the patient started showing bradycardia symptoms shortly after implant surgery. Fluoroscopy and x-ray exams were performed and they showed the helix of this right ventricular lead was mostly retracted. Revision of the lead was performed and was successfully repositioned. Device remains in service. No further adverse effects were reported.